Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's right hip was revised due to shell loosening (possible cause or contributor to loosening not reported to rep). A psl shell, series ii insert, and femoral head were revised to a tritanium revision shell with an mdm/adm liner construct and metal c-taper head.